Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The device remains implanted; therefore, a device eval could not be performed. As the device was not returned, the result of the investigation was conclusive. The root cause is unk. The current IFU (info for use) states: do not attempt to remove the g2 filter significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. G2 filter removal: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that during scheduled retrieval of a vena cava filter, it was observed that the filter had tilted and the apex was leaning against the cava wall; however, the filter did not appear to be endothelialized. Retrieval of the filter was attempted, however, filter several failed attempts, the retrieval procedure was aborted and the physician opted to keep the filter in place. There was no injury to the pt.